Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd pas acknowledges that the customer has had an issue with the incident lot, but for plant evaluation purposes, the complaint was not observed due to a lack of objective evidence. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-002-pic (collapsed tubes) was appropriate.

Event description:
It was reported that paxgene® blood ccfdna tube had collapsed. No serious injury or medical intervention.